Manufacturer narrative:
The supplemental medical device report (MDR) with manufacturing report number (8021545-2025-00129), was submitted on 23-oct-2025 with complaint (B)(4). It was discovered that this MFR number was associated with complaint (B)(4). Therefore, this supplement is being submitted to correct the MFR number. The case ID and report numbers that are being corrected are as follows: supplemental report 02 - MDR (B)(4) - MDR 8021545-2025-00129. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006497 in question was manufactured at the osted site. Device history record (DHR) review: the lot 6006497 was manufactured according to work instruction (wi) appendix 1 batchcard for production of packaging room on 10-apr-2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009697 in question was manufactured at the osted site. Device history record (DHR) review: the lot 6009697 was manufactured according to work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 21-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an unusual sticky and gooey filling on the cannula on (B)(6) 2025 due to which the extended infusion set lasted only for two to three days. No further information available.